Event description:
Customer reported via phone call that insulin pump was stuck in rewind loop. Customer's blood glucose was 220 mg/dl. Customer also states that insulin squirted out during priming. Troubleshooting was performed and issue was resolved with an infusion set change. Customer was advised to monitor insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.